Event description:
The account alleges that the device has unintentional movement.

Manufacturer narrative:
The account decided not to have this device repaired, but plant to continue to keep it in service, with the left side controls not operating. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.